Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer replaced the flow sensor assembly and has fixed the reported problem. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
Date of report: 07sep2021.

Event description:
The customer reported that a ventilator experienced a high-pressure alarm. Shortly after, the alarm stopped, and the screen went black and ventilator was deemed inoperable. The device was in clinical use at the time the issue was discovered. The patient transferred to another ventilator after the incident occurred. There was no patient or user harm reported.